Event description:
Drive devilbiss healthcare is the initial importer of the device which is a shower chair. The device has not been returned for evaluation. A follow-up will be filed when additional information is received. The bath bench broke while in use in the shower. The user fell. She reinjured her femoral head which had already undergone surgery and is currently under treatment. The fracture was so close to the knee that it was damaged as well. Tree is a potential of surgery on the knee.